Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) became disconnected from the ilet system resulting in loss of glucose readings, consistent with intermittent communication failure and involving the antenna component. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided. Investigation of this case revealed an interoperability problem between systems, consistent with intermittent communication failure and linked to the antenna device component within the electrical and magnetic category. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.